Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, when guiding cic to patient at sitting position, when inserting catheter confirmed bleeding from urethra. Dr says amount of bleeding was pretty much, and damaged area is supposed to be prostat area. There is no stenosis nor complications. After bleeding, tried again using another brand catheter, successfully done. Additional information received indicated after removal of indwelling balloon catheter at general ward, as dr had confirmed residual urine in bladder, pt get introduction of cic procedure using speedicath first time. The patient tried cic by himself, then confirmed slight bleeding which doesn't need operation. Dr thought patient supposed to have injuries at prostate or urethral bulb part. After hemostasis treatment, the patient continued to conduct cic using another brand catheter successfully. As patient has neuromyelitic disease, using wheel chair usually, has dexterity in manipulating of catheter handling. Dr suggested that there is potentially giving too strong forwarding force when proceeding catheter or insert at wrong angle.